Event description:
A surgeon reported that the glaucoma filtration device (gfd) was unable to be released from the delivery sys, even though the button was pressed strongly. The surgeon tried to release the device by using tweezers, but was still unable to release the device. The delivery sus was removed and new gfd was implanted under sclera. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and was sent for sterilization. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Add'l info has been requested. (B)(4).